Event description:
A customer reported glistenings have been noted in implanted intraocular lenses (iol). Additional information is not available.

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No additional information is expected. (B)(4).